Event description:
Patient was revised due to osteolysis and loosening of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the device was not possible as it was not returned. A search of the complaints databases finds no other reported events against the provided product and lot code combination for corrosion. The investigation could draw no conclusion with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.